Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: one (1) sterile sample was returned for evaluation. Upon inspection of the sterile unit, engineering actuated the device and experienced dry firing, additionally, the lockout did not engage. The root cause of the customer's experience with the devices may be attributed to different factors. The sterile unit's experience of dry firing and lock out malfunction may be attributed to rapid actuation of the trigger. The rapid actuation of the device may result in the potential for improper clip loading when the device is unable to complete its entire firing cycle. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging.

Event description:
Laparoscopic cholecystectomy- "during a laparoscopic cholecystectomy, the first applier was tested off tissue- successful. The second firing was also successful on bile duct. The third and fourth firing failed. A second clip applier from the same lot was attained and tested fine the first firing off tissue, worked the second firing on the remaining bile duct and attempted on the artery and failed on the third and fourth firings prompting a 3rd clip applier to be opened, this time from a separate lot number. The 3rd clip applier had no problems."